Manufacturer narrative:
The investigation confirmed that results for a single patient sample were mis-associated with an alternate patient sample identification number. The investigation determined that the operator manually stopped the (B)(4) laboratory automation track system while samples were being processed at the bypass metering interface to a chemistry analyzer. Due to a software anomaly in the (B)(4) tcautomation software, an unintended sample tube was aspirated, and the subsequent patient results were mis-associated with the intended patient's sample identification. The root cause of this event is instrument related. The FDA's (B)(4) district office has been notified of this issue: initial recall report - (B)(4) laboratory automation system - 1319681-02/03/11-001-c submitted on 3 feb 2011.

Event description:
Ocd has identified that this customer had obtained results from a single patient sample that were associated with the incorrect sample identification number while using their (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)